Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565 - 2017 - 05997, 0001822565 - 2017 - 05999, 0001822565 - 2017 - 06000. Concomitant medical products:: p/n unknown, unknown, versys stem, l/n unknown; p/n unknown, unknown, unknown acetabular liner, l/n unknown; p/n unknown, unknown, unknown femoral head, l/n unknown; p/n unknown, unknown, unknown acetabular cup, l/n unknown. No device was returned for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient suffered from a controlled fall two days post-implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.